Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade IV" and "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, seroma-late.

Event description:
Healthcare professional reported left side "patient with frequent local pain, capsular contracture baker grade 4," "moderate amount of fluid surrounding the left silicone implant on its posterior aspect." The device still remains implanted.